Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 30mm tricuspid annuloplasty ring, it was "used and explanted". The reason for explant was not reported. No additional adverse patient effects were reported.